Manufacturer narrative:
B4: 02jul2021.

Event description:
The customer reported that a ventilator experienced a high blower temperature during clinical use on a patient. The device was in clinical use at the time the issue was discovered. The ventilator was alarming and continued to ventilate until it was replaced by another ventilator there was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The reported issue was confirmed by the customer via the error code 1122 indicating a high blower temperature. The fse replaced the blower assembly and motor control (mc) printed circuit board assembly (pcba). No further issue was reported.

Manufacturer narrative:
The motor controller board (mc) and blower motor controller board were received for failure investigation. The customer complaint was not verified. Returned mc and blower both pass all testing and perform normally. No errors occurred during testing. No fault was found.